Manufacturer narrative:
Evaluation summary: the lens was returned. Solution is dried on the lens. The optic has scratches on the posterior surface near the edge. The posterior optic also has a line of split/cracked areas of damage. The customer indicated the use of an unknown delivery system. Without the delivery system information, it cannot be determined if this is a qualified combination. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A physician reported a cracked intraocular lens (iol) that was found when loading in the delivery system before surgery. The surgery was completed with a new iol. Additional information has been requested.